Event description:
Medics attempted to use the device on a pt diagnosed in cardiac arrest. Each time an automated ECG analysis was performed and a shock was advised, the device allegedly failed to charge and the operator was not able to deliver a shock to the pt. The operator replaced the electrodes, however the device again reportedly failed to charge each time a shock was advised. There were no reports of adverse affects to the pt related to the alleged malfunction.